Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colo-colic anastomosis surgery in colostomy closure, the device cut without stapling the two colic handles. To complete the case, the surgeon had to resect colon to create new anastomosis. This resulted to unanticipated tissue loss and extended surgical time of more than 30 minutes.